Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to a history of pacing impedance fluctuations. It was also reported that the impedance rose enough to set off a patient alert and then stayed high. No patient complications have been reported as a result of this event.